Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the cylinder strength of this inflatable penile prosthesis (ipp) was weak; therefore, a revision surgery was performed to add saline solution to the reservoir. No components were explanted during the procedure. No patient complications were reported.